Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the probe cover burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that the colonovideoscope exhibited the probe cover burnt; however; it was confirmed that this was reported in error. Per the legal manufacturer, this issue of insufficient insulation resistance is not likely to cause or contribute to death or serious injury if the malfunction were to recur.